Manufacturer narrative:
(B)(4). The event occured sometime during the two weeks prior to (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate cored the stopper of a vial during activation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date 12/04/2015-12/08/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and found grey particulate matter in the vial. The particulate matter seemed to be a piece of the vial stopper. The reported condition was verified. The device was removed from the drug vial to perform an evaluation on the needle. The needle showed to be normal without any morphology that would contribute to fragmentation. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.